Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with moisture damage to the liquid crystal display circuit board and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump was dropped in a river while the customer was rafting and then did not work. The customer changed the battery and received a button error alarm that he could not clear. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.